Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2021. The customer's blood glucose level at the time of incident was 49 mg/dl. Customer stated other blood glucose level was 40 mg/dl, 38 mg/dl. Customer was treated with glucose tablet. Auto mode feature was not active at time of incident. The insulin pump will not be returned for analysis.